Event description:
It was reported that the outer sheath of the telescope was detached from the hub. During a percutaneous coronary intervention to an unspecified target lesion, an opticross was unpacked to be used for intravenous ultrasound observation. When the costumer checked the unpacked device, they noted that the outersheath of the telescope was damaged and detached from the hub. The device was exchanged to another of the same device to complete the procedure. No patient complication was reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that there was no damage observed on the sheath assembly. The catheter was received with the female telescope tubing assembly detached at the anchor seal housing exposing the imaging core assembly. Water was leaking from the detached telescope assembly during the flushing process. The telescope assembly was not able to properly pullback or advance due to the telescope detachment. During image impedance testing, no image appeared in the system due to electrical open at distal. Full image characterization testing cannot be performed based on the detached telescope tubing. This exposes the imaging core and could cause it to windup during testing. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable in the telescope assembly. There were no discernible defects was observed on the distal end of the imaging core during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the outer sheath of the telescope was detached from the hub. During a percutaneous coronary intervention to an unspecified target lesion, an opticross¿ was unpacked to be used for intravenous ultrasound observation. When the costumer checked the unpacked device, they noted that the outersheath of the telescope was damaged and detached from the hub. The device was exchanged to another of the same device to complete the procedure. No patient complication was reported and the patient's condition was good.